Manufacturer narrative:
(B)(4).

Event description:
It was reported through merlin.net that non-sustained ventricular oversensing episodes were observed due to post-paced t-wave oversensing. Patient was asymptomatic. Programming changes were recommended. The physician elected to continue to monitor the patient. Patient condition was fine.